Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon encountered difficulties fitting the articular surface during trialing and range of motion.

Manufacturer narrative:
The device history records were reviewed and identified no deviations or anomalies. A product history search for related complaints was performed for this part/lot combination and found no additional complaints. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.